Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a neuron 6f 070 delivery catheter (neuron 070). During the procedure, the physician felt resistance advancing the neuron 070, and therefore used fluoroscopy to check the device. The physician found that the tip of the neuron 070 was kinked while being advanced into the ica, and therefore the neuron 070 was removed. Upon removal, it was confirmed that the tip of the neuron 070 was kinked, even though the physician had used a guidewire and sheath to advance the neuron 070. The procedure was therefore completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron 6f 070 delivery catheter (neuron 070) began to stretch approximately 103.0 through 106.0 cm from the hub. The neuron 070 was kinked approximately 103.2 and 107.0 cm from the hub. Evaluation of the returned device revealed that the neuron 070 was kinked and stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked device is forcefully retracted against resistance, damage such as stretching may occur. A mandrel was attempted to be advanced through the neuron 070. While advancing the mandrel through the neuron 070; resistance was encountered as the mandrel met the stretched catheter shaft, and the mandrel could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.